Manufacturer narrative:
A1: patient identifier- updated a2: age at time of event, a2: unit of measure-age, a3a: sex, a3b: gender- updated b5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter email- updated.

Event description:
During preparation for an atrial fibrillation ablation, a farawave catheter was selected for use. During preparation, the first farawave catheter showed a gluey and stiff connection to the drip line, resulting in the catheter being replaced. The second catheter failed to fully collapse after testing in both flower and basket configurations, requiring it to be removed from use as well. A third catheter was then opened and functioned properly without issues. No further information was provided. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. This complaint was reported for the first catheter. It was further reported that the connection to the drip line appeared oddly shaped and foggy rather than clear, with slight difficulty flushing. No patient complications occurred. The catheter did not reach flower or partial flower configuration because the technician requested a new one before attempting the flower basket setup, and it was not deployed without a guidewire. The issue was observed on the prep table during a planned pulsed field ablation procedure for atrial fibrillation treatment. The device involved in the event was reportedly tossed.

Event description:
During preparation for an atrial fibrillation ablation, a farawave catheter was selected for use. During preparation, the first farawave catheter showed a gluey and stiff connection to the drip line, resulting in the catheter being replaced. The second catheter failed to fully collapse after testing in both flower and basket configurations, requiring it to be removed from use as well. A third catheter was then opened and functioned properly without issues. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis. This complaint was reported for the first catheter. It was further reported that the connection to the drip line appeared oddly shaped and foggy rather than clear, with slight difficulty flushing. No patient complications occurred. The catheter did not reach flower or partial flower configuration because the technician requested a new one before attempting the flower basket setup, and it was not deployed without a guidewire. The issue was observed on the prep table during a planned pulsed field ablation procedure for atrial fibrillation treatment. The device involved in the event was reportedly tossed. It was further confirmed that this device was not tossed, but this alleged first catheter used during the procedure was returned, and the subsequent catheters were discarded.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory potential adhesive in the flush tubing was visualized. A guidewire was successfully inserted through the catheter. The catheter was deployed to basket and flower configurations successfully. Subsequently, flushing was tested in all positions, and flushing was functional in all deployment states. Microscopic analysis of the catheter was performed, and with the help of an ultraviolet (uv) light, adhesive inside the flush port was seen. The potential adhesive in the flush tubing is part of the assembly between the flush tubing and luer, and this adhesive is inside of the tubing, which would not affect the operation of the flushing system as it would not be in contact with the inner section of the device. The reported event was not confirmed via analysis. B5: describe event or problem -updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During preparation for an atrial fibrillation ablation, a farawave catheter was selected for use. During preparation, the first farawave catheter showed a gluey and stiff connection to the drip line, resulting in the catheter being replaced. The second catheter failed to fully collapse after testing in both flower and basket configurations, requiring it to be removed from use as well. A third catheter was then opened and functioned properly without issues. The catheter is expected to be returned for analysis. No further information was provided. No patient complications were reported. This complaint was reported for the first catheter.